Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: a review of the black box showed rebooting had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection found no damage to the battery cap or battery compartment. The battery cap was able to attach securely to the pump, and the pump powered on normally with no alarms. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no power issues or alarms during testing. The battery cap contacts were found to be within specifications. The pump was opened and there was no damage found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas to report that her blood glucose reading was elevated to 483 mg/dl while she was having intermittent power issues with the animas insulin pump. The patient reportedly did not have a backup plan. She was feeling thirsty and urinating frequently. The patient was advised to go to urgent care or ER if she is not able to contact her healthcare provider. During troubleshooting, the power issue was not resolved. There was no damage to the battery compartment or cap. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose with symptoms suggestive of hyperglycemia while she had a power issue with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.